Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that both bails and bail covers were missing, the incoming functional test was performed and the device passed testing, the lower case was broken, and the battery contacts were dirty. (B)(4).

Event description:
It was reported that the device did not run from a 9-volt battery, it only runs a few hours even with a new battery. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.